Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 16 synergy ii drug-eluting stent was selected for use. However, upon removing the device from the hoop, it was noted that the stent was frayed on both ends. The procedure was completed with another with same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od(outer diameter) was measured and was within the maximum crimped stent profile measurement. The distal edge of the bumper tip of the device showed no signs of slight damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft of the device. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty.

Event description:
It was reported that stent damage occurred. A 2.25 x 16 synergy ii drug-eluting stent was selected for use. However, upon removing the device from the hoop, it was noted that the stent was frayed on both ends. The procedure was completed with another with same device. No patient complications were reported.